Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer, manufacturer's representative (rep), and healthcare provider (hcp) reported an infection. The implanting physician identified and prescribed oral antibiotics. But, the patient stated that no antibiotics were prescribed at implant. Inspection of the implantable neurostimulator (ins) site was completed for diagnostics. As an intervention, oral antibiotics only were given. The issue was not resolved by (B)(6) 2015. No surgical intervention occurred and it was unknown if surgical intervention was planned. Later, it was reported the patient finished antibiotics on (B)(6) 2015 and the hcp kept watching the wound. They were going to meet with the manufacturer's representative on (B)(6) 2015. Relevant medical history included spinal pain.